Event description:
It was reported that the break off hex driver would not retain the set screws. Three out of four set screws fell out of the driver after the set screw was broken off in the pt. All of the fragments were retrieved. No pt complications were reported. The surgeon was able to complete the surgery with the instrument. Upon initial inspection after surgery, the retaining tabs were intact and did not appear to be damaged.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. The instrument was functionally tested with a break-off set screw to verify there was no issue with initial external retention of the break-off head prior to final tightening, proper operation of the driver during tightening and internal retention of the broken off portion of the set screw after final tightening. Analysis was unable to replicate the alleged complaint. Visual and optical inspection did not reveal any wear, damage, crack, fracture or breakage. A review of device history records did not identify any applicable nonconformance to specification.